Event description:
Tattoo removal treatment was performed for a red and black tattoo on the foot. The 1064 nm wavelength was used and was followed immediately by a treatment with the 532 nm wavelength. The treatment resulted in blisters. Basic first aid was applied. Healing is anticipated with residual scarring probable.

Manufacturer narrative:
Treatments were performed at energy settings that were too high. The treatment with the 532 nm wavelength should not have been performed immediately after treatment with the 1064 nm wavelength. (B)(4).